Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi link 8 stent delivery system (sds) noted blood visible on the balloon and stent implant, and contrast on the outer member, consistent with handling and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube shaft was separated 21.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There were multiple kinks and bends noted to the hypotube. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as the sds was advanced through a new 6f guiding catheter with no resistance noted. It was reported there were additional guide wires inside the guiding catheter during advancement, which likely contributed to the resistance. It is likely that the sds interacted with the guide wires, resulting in the hypotube kinking. Further manipulation to the hypotube as resistance was encountered would have resulted in the hypotube separating. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. There was no damage noted to the sds prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. A search of the lot history record indicated no non-conforming material reports for the lot related to the complaint. Additionally, a search of the complaint database indicated no other incidents reported for this lot. Based on this investigation, there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough; guide cath: launcher ebu 3.5 6f. The device has been received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while treating the left descending artery for an acute myocardial infarction, a non-abbott stent was successfully implanted. While advancing a second stent, the ml 8, resistance was felt; however, the physician cannot confirm the origin but he believes that it was due to the two guide wires. The resistance was felt during the advancement and retraction of the stent delivery system (sds). The physician tried to advance the sds and pulled, but the hypotube broke and separated 15 cm distal to the proximal connector (outside the patient). He removed the sds. During implantation of another non-abbott stent, the physician felt the same resistance and removed this stent catheter. The two guide wires were removed which reportedly "could be" the origin of the resistance. He placed a new guide wire and then advanced the non-abbott stent catheter without difficulty and implanted the stent at the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.